Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are plans to reimplant the patient with a new device; however, this has not occurred at the time of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's clinic, the patient was treated with oral antibiotics (type and amount not reported) for infection.this report is filed (B)(4), 2013. (B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a staph infection around the implant site, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.